Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
String hasn't been there, a few have been in pieces- tampon [device breakage]. Probable manufacturing cause [manufacturing issue] . Case narrative: consumer reported via e-mail that the string hasn't been there and a few have been in pieces. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
String hasn't been there, a few have been in pieces- tampon [device breakage]. Case narrative: consumer reported via e-mail that the string hasn't been there and a few have been in pieces. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String hasn't been there, a few have been in pieces- tampon [device breakage]. Case narrative: consumer reported via e-mail that the string hasn't been there and a few have been in pieces. No injury reported.